Event description:
Patient presented to the hospital with complaints of persistent lightheadedness and palpitations. Upon examination it was determined that the atrial lead had malfunctioned and the patient would require an atrial lead revision. Total implant time 4 years, 6 months and 25 days.